Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer has experienced low blood glucose (bg) levels for the past two mornings of 38 (mg/dl). During troubleshooting it was determined the pump time and date setting were incorrect. The customer did not recall changing the time or date settings. Juice was consumed to address bg levels. Reportedly the customer would continue to use the pump for insulin therapy.